Manufacturer narrative:
Correction: h6: component code grid changed based on the investigation results additional information: b5: event details updated based on the provided additional information.

Event description:
According additional information provided, the e-sep pencil was used parallel to and in close proximity with two other electrical devices. It was further reported that the power setting was increased from coag 30/40, cut 30 to coag 60¿80 during the procedure.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that, during use at the user facility, the device unintentionally activated, causing a burn to the patient's bowel. It was further reported that the burn required medical intervention, suture repair. It was further reported that the staff surgeon also received a burn to his left forearm as the cautery was on without the button being pushed. It was further reported that the user did not use a holster while the pencil was not in use. It was further reported that the procedure was completed successfully, without significant delay.